Event description:
A customer reported that their pump's touchscreen was cracked and shattered, making it illegible and unusable due to an impact against a wall or railing. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer received instructions on putting the damaged pump into storage mode and was informed about returning it within ten days to avoid charges. Additionally, they were notified that the replacement pump would come with updated software and were guided on programming settings and connecting their continuous glucose monitor (cgm) to the new pump.